Event description:
It was reported that there were questions about why this pacemaker's battery longevity increased. Technical services (ts) explained that the battery increase was due to the change in device programming. Additionally, it was noted that due to the device's lowered sensitivity, the patient's underlying atrial fibrillation (af) was undersensed, which helped with the device's battery increase. It was noted that the lead safety switch was triggered due to high out of range pacing impedance on the atrial channel. The cause remains unknown. The patient will continue to be monitored. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were questions about why this pacemaker's battery longevity increased. Technical services (ts) explained that the battery increase was due to the change in device programming. Additionally, it was noted that due to the device's lowered sensitivity, the patient's underlying atrial fibrillation (af) was undersensed, which helped with the device's battery increase. It was noted that the lead safety switch was triggered due to high out of range pacing impedance on the atrial channel. The cause remains unknown. The patient will continue to be monitored. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were questions about why this pacemaker's battery longevity increased. Technical services (ts) explained that the battery increase was due to the change in device programming. Additionally, it was noted that due to the device's lowered sensitivity, the patient's underlying atrial fibrillation (af) was undersensed, which helped with the device's battery increase. It was noted that the lead safety switch was triggered due to high out of range pacing impedance on the atrial channel. The cause remains unknown. The patient will continue to be monitored. The device remains in use. No adverse patient effects were reported. Subsequently, the device was prophylactically explanted and returned for analysis. No additional adverse patient effects were reported.